Manufacturer narrative:
An event of thrombus was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, an 18 mm amplatzer amulet left atrial appendage occluder with a 12 fr amplatzer amulet delivery sheath were chosen for procedure. During procedure, the amulet device was partially deployed from the delivery system, and a thrombus could be seen on the device via transesophageal echocardiogram. The amulet device was fully recaptured into the delivery system and removed from the patient. The appearance of the thrombus was described as "weird" in shape and "fiber-like," and that parts of the thrombus were on the device. A new 18 mm amplatzer amulet left atrial appendage occluder with a 14 fr amplatzer amulet delivery sheath were used as replacement, and the amulet device was successfully implanted with no further issues. Heparin was administered as treatment for the thrombus. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. It was reported that the sheath was in the patient for a significant period of time, but there were no alleged issues with the sheath. The patient's international normalized ratio (inr) closest to the time of the reported thrombus was 1.2. The patient was not taking any anticoagulant. Patient does not have any history of hematologic disorders or systemic illness that could contribute to a hypercoagulability, and the patient does not receive any treatment that could contribute to thrombus formation, including over the counter medications. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.